Manufacturer narrative:
The part number as unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of a fractured unknown cutter was confirmed. It was observed during service and repair that the attachment device cannot lock the cutter. The attachment device was taken apart and it was noted that a fragment of unidentified cutter was stuck inside the cutter lock spindle. The piece of the cutter was examined using 25x magnification and rechecked on an optical comparator. It was determined that a full assessment of the device could not be performed due to the condition of the cutter was received. The piece of the cutter was broke off below the laser marking and identification of the cutter was not able to be identified and the rest of the cutter was not returned. It was determined that the cause of the failure was due to excessive force during use. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that the attachment device became unusually warm. During in-house engineering evaluation it was found that a fragment of unidentified cutter could not be removed from the cutter lock spindle of the attachment device. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.